Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system console would load patient exams from cd sometimes, however, other times the console would not recognize the media. The site reported they have seen this issue intermittently and were requesting a system checkout. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the site was getting scans from a facility that was loading a viewer on the disc which would cause the scans to not load. A manufacturer representative spoke with the radiology facility and explained the protocol. The site has not had any problems loading scans since the original incident.